Event description:
It was reported that two bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced product damage and leakage. The following information was provided by the initial reporter: the catheter was flushed and clamped after transfusion. It's been noticed on the 2nd day of placement that the extension tubing was leaked when unclamped for transfusion.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256289. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, using the device submitted by your facility, our engineers were able to determine that the root cause for the observed damage is the slide clamp design. To address this issue we have redesigned this product to replace the slide clamp with a pinch clamp to eliminate pressure points that may lead to this failure mode.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced product damage and leakage. The following information was provided by the initial reporter: the catheter was flushed and clamped after transfusion. It's been noticed on the 2nd day of placement that the extension tubing was leaked when unclamped for transfusion.